Manufacturer narrative:
(B)94). Implanted in a restenosed lima graft. There was no reported product deficiency. The reported angina, stenosis and death are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events associated with coronary stenting. It should be noted that IFU states: indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.25 mm to 4.25 mm. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that approximately 19 months post implantation of a 3.0x18mm xience v stent in a restenosed insertion site of the left internal mammary artery (lima) graft to mid left anterior descending artery (mlad), the patient experienced stable angina and was taken to the catheter lab. Per diagnostic angiogram, 70% in-stent restenosis was seen. A 3.0x15mm xience stent was successfully implanted taking the lesion to 0% and resolving the event. On (B)(6) 2010, the patient was discharged. On (B)(6) 2011, the patient experienced right upper lobe pneumonia with leukocytosis and was hospitalized until (B)(6) 2011. This event was listed as non-cardiac. On (B)(6) 2012, the patient experienced left lower lobe pneumonia and was hospitalized from (B)(6) 2012 until (B)(6) 2013. Troponin was elevated, but was not noted to be significant. Electrocardiogram was negative for a myocardial infarction. On (B)(6) 2013, the patient was found unresponsive from unwitnessed cardiac arrest and pronounced dead. An autopsy was not performed. There was no additional information provided.